Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow events; however, a specific cause for these events could not conclusively be determined through this investigation. A direct correlation between the device and the reported cardiac arrhythmia and syncopal event could not conclusively be determined through this evaluation. The controller event log file contained data from (B)(6) 2021 07:31:14through (B)(6) 2021 14:12:14. Transient low flow fault flags were captured, resulting in 22 low flow hazard alarms on (B)(6) 2021. A specific cause for these alarms could not be determined through this evaluation. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic and lvad event and periodic log files captured low flow events on (B)(6) 2021. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C (rev. C), lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 6 "patient care and management" (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. The heartmate 3 lvas patient handbook, rev. C, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was presented to the emergency department in torsades after experiencing low flow alarms and fatigue with a possible syncopal event. The log file captured intermittent low flow events with the calculated flow staying around the 2.5 lpm threshold. Flow recovered to around the 3lpm range on (B)(6) 2021 and no further low flow events occurred for the remainder of the log. Cardioversion was performed. An implantable cardioverter-defibrillator (ICD) was placed on (B)(6) 2021. The patient had a history of arrhythmia prior to lvad placement. The patient previously had an ICD that was removed due to infection issues with that device.